Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (general)") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2009 for menstrual cycle management. On (B)(6)2008, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower, dyspareunia and vaginal discharge, vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes") and uterine pain ("pain: uterine"). On (B)(6) 2009, the patient experienced menorrhagia ("heavy bleeding, during menstruation/ prolonged/abnormal menses/") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), hot flush ("hot flashes") and mood swings ("mood swings"). The patient was treated with drospirenone + ethinylestradiol (yaz), ibuprofen, paracetamol (tylenol), cyanocobalamin (vitamin b12) and surgery (hysterectomy (full) (uterus and cervix removed) and dilation and curettage). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, hot flush, mood swings, female sexual dysfunction, dysmenorrhoea, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal and uterine pain outcome was unknown and the menorrhagia, back pain, dysgeusia and vaginal infection had not resolved. The reporter considered back pain, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, mood swings, pelvic inflammatory disease, urinary tract disorder, uterine pain and vaginal infection to be related to essure. The reporter commented: unfortunately,her surgery did not include the removal of the essure micro-insets nor has she been able to undergo surgery to have them removed ,she still suffers to this day from the symptoms outlined above. Per pfs: it was reported that plaintiff underwent partial hysterectomy ((B)(6) 2009); essure coils and fallopian tubes still present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2008: confirming full occlusion of fallopian tubes ultrasound scan vagina - on (B)(6) 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. The reporter information was updated. This case concerns 23 year old patient. Patient demographics were updated. Lab data was added. Essure indication was amended. Essure impant and explant date updated. Concomitant medications were added. Events: pelvic inflammatory disease, abnormal bleeding (general), hot flashes, mood swings, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, bladder or urinary problems or changes, hormonal changes and pain: uterine were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding, during menstruation/ prolonged/abnormal menses"), abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infections"). The patient was treated with surgery (underwent a total hysterectomy, during which her uterus and cervix were both removed). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, dysgeusia, vaginal discharge and vaginal infection had not resolved. The reporter considered abdominal pain lower, back pain, dysgeusia, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: unfortunately,her surgery did not include the removal of the essure micro-insets nor has she been able to undergo surgery to have them removed ,she still suffers to this day from the symptoms outlined above. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.